Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented at a follow-up in-clinic, auto-mode switch episodes due to right ventricular lead noise were observed. An x-ray was performed and no issues were picked up. The patient is stable and the physician will monitor the patient via home monitoring.